Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. A piece approximately 0.0250" x 0.0705" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The complaint regarding instrument unrecognized was not confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was unrecognized. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.